Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. With all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during use, warning message for revision appeared in the screen of the renasys touch device. The procedure was completed with a delay greater than 30 minutes and using a competitor device. No other complications were reported.